Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2025, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment on an unknown anatomical location.

Event description:
It was reported to boston scientific that a resolution 360 ultra clip was used during a procedure on an unknown date. During the procedure, the clips would not deploy or detach from the catheter. The issue was not present upon opening the package, and no troubleshooting steps were taken. The device was returned with the clip assembly and showed evidence of soft deployment. The procedure was completed with another of the same device, resolution 360 ultra clip. Based on the investigation results, the device returned with the clip assembly and with evidence of soft deployment; with the unknown type of procedure and anatomy location. There were no further patient complications reported as a result of this event.